Manufacturer narrative:
The lot number of the device was not provided. The device history records are currently under review. The photo review is currently underway review. Journal article citation: rao, n. S., & chandra, a. (2018). Needle guides enhance tissue adequacy and safety of ultrasound-guided renal biopsies. Kidney research and clinical practice, 37(1), 41¿48. Doi: 10.23876/j.krcp.2018.37.1.41.

Event description:
It was reported in an article in kidney research and clinical practice, ¿needle guides enhance tissue adequacy and safety of ultrasound-guided renal biopsied¿, that in a total of 343 kidney biopsies taken with needle guide and without needle guide, complications were reviewed, which included blood transfusions, hematoma, and hematuria. It was further reported that the facility used standard protocols to manage the complications there was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review and DHR review could not be performed as the lot number is unknown. Investigation summary: no samples were returned for evaluation. One electronic photo was provided for review. The photo review could not confirm any failures related to the device. As such, the investigation is inconclusive for any issues related to the device. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Journal article citation: rao, n. S., & chandra, a. (2018). Needle guides enhance tissue adequacy and safety of ultrasound-guided renal biopsies. Kidney research and clinical practice, 37(1), 41¿48. Doi: 10.23876/j.krcp.2018.37.1.41 h10: g4 h11: h6 (, results 1, conclusion 1) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain - attachment: [2018 - rao, n - needle guides enhance tissue adequacy & safety of ultrasound.pdf]

Event description:
It was reported in an article in kidney research and clinical practice, ¿needle guides enhance tissue adequacy and safety of ultrasound-guided renal biopsied¿, that in a total of 343 kidney biopsies taken with needle guide and without needle guide, complications were reviewed, which included blood transfusions, hematoma, and hematuria. It was further reported that the facility used standard protocols to manage the complications there was no reported patient injury.